Event description:
After 30 minutes of hemodialysis via a tunneled, internal jugular catheter, running at blood flows of > 400 ml/min and expected arterial and venous pressures, the venous (blue) blood-line detached. This detachment occurred under the pt's clothing. The resulting blood loss was not detected until the pt's blood pressure fell resulting in cardio-pulmonary arrest. CPR was unsuccessful. The venous line was completely separated from the catheter hub. We do not know why the line detached. The pt was previously alert, oriented and coherent. He was talking to another pt when his blood pressure fell. There were no alarms until the hypotensive episode. The venous side of the blood tubing set was recently revised. Formerly dark blue, near opaque, luer connector is now translucent, powder blue. Staff noticed the difference. The connecter is stiffer, does not make a friction connection before the threads engage. It takes only a 1/2 turn before resistance to turning is met, leaving the luer incompletely closed unless add'l force is applied.